Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin and they were having issues with gastroparesis. Symptoms reported include hyperglycemia, dehydration, loss of consciousness and renal failure. The patient was treated with an insulin drip for a couple of days. The patient was released 6 days later. The pod was worn when seeking medical attention.